Manufacturer narrative:
An event of device embolization one day after the implant procedure was reported. The device was returned and the investigation confirmed that the device met the dimensional specifications when analyzed at abbott. Information from the field indicated that the migrated device partially obstruction to the right pulmonary artery. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause of the reported device embolization could not be conclusively determined. It is possible that sizing of the device contributed to the reported event; however, this cannot be confirmed. The reported unexpected medical intervention was a result of case-specific circumstances as the device was attempted to be snared and a new 5-4 mm amplatzer duct occluder was implanted. The patient was reported stable. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 5 mm x 6 mm amplatzer piccolo occluder was chosen for a patent ductus arteriosus (pda) closure procedure using an unknown delivery system. The patient's age at time of procedure was 4 month and the patient's gestational age was 24 weeks. The patient's weight was 3k. The pda minimal diameter was 3.9mm and pda diameter at aortic ampulla was 4.1mm and pda length 8.9mm. The size of the defect was 3.9mm x 8.9. The sizing of the device determined by transthoracic echocardiogram (tte). The occluder was successfully implanted and stability check was performed. There was a peri device leak. Next day, it was noted that the device was embolized and causing obstruction partial to the right pulmonary artery (rpa). The cause of embolization was mis-sizing. The occlder was explanted via percutaneous retrieval and a new 5-4mm amplatzer duct occluder was implanted. The patient was reported stable.